Manufacturer narrative:
Age at time of event: (B)(6). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the balloon was extremely slow to deflate. The target lesion was located in the superficial femoral artery. A non bsc inflation device and a 50/50 visipaque contrast type was used. Then a 6.0x220x150mm sterling¿ balloon catheter was advanced to the lesion for predilation and the balloon was inflated to 8 atmospheres for 30 seconds. The device was repositioned several times in different anatomy. It was then noted that there was a waist in the middle portion of the balloon that would not break. It was also noted that the balloon was twisted in the same location of the waist, which was due to the repositioning of the device. The balloon was then deflated using the inflation device however the distal end of the balloon was extremely slow to deflate. The physician continued to deflate the balloon as the device was removed from the patient and it took 20-30 seconds to fully deflate the balloon. The device was able to be removed with the balloon fully deflated. The procedure was completed with another of the same device. No patient complications were reported and the patient¿s status was fine.